Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they thought their stimulation was at too high of a frequency because their leg was vibrating and while it didn't hurt, it was weird. The patient stated they hadn't done anything to the device since they were implanted and that it had felt like that since the procedure. Patient services walked the patient through connecting to their settings. Initially the patient was struggling to find the ins site and navigating the application. The patient received 'device not responding' a few times and stated "I don't know if I'm feeling incision pain right now or what." Patient services reviewed with the patient that the communicator was not a sterile piece and cautioned the patient to go over the bandage and to discontinue with connecting if they were experiencing pain but the patient continued attempting to connect. The patient had another individual in their household who assisted the patient with holding the communicator over the ins site and the patient was able to successfully connect to see their settings. The therapy was on and the stimulation was set to 1.6v. The patient was able to decrease the stimulation to where they no longer felt the stimulation in their leg and it felt better and more comfortable, but they weren't feeling stimulation at all now. Patient services reviewed therapy expectations and stimulation considerations with the patient. The patient stated they didn't ride bikes so they didn't understand where the bike-seat was. At one point they said "it feels good now" and patient ser services asked if they meant they felt the stimulation fluttering and the patient stated "no, the communicator on the incision feels good, I think." Patient services attempted to clarify if the patient meant they were feeling stimulation at their incision and the patient again stated they didn't feel the stimulation. The patient was going to monitor their symptoms now that a change had been made and the patient stated they would follow up with their managing health care provider (hcp) in two weeks but that they would reach out to the hcp to make an earlier appointment if they had any questions or concerns.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.